Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.